Manufacturer narrative:
The lead was investigated and the reports of low impedance and high threshold were not confirmed. Visual examination of the lead found no anomalies with the exception of damages consistent with those occurring at the time of implant/explant.

Manufacturer narrative:
(B)(4).

Event description:
During a generator change procedure due to eri, low left ventricular lead impedance was noted as well as an increase in the stimulation threshold. The lead was replaced. The patient is in stable condition following the procedure.